Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with unresponsive buttons due to corroded keypad traces. Unable to perform displacement test due to keypad anomaly. The insulin pump was received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads.

Event description:
It was reported that the insulin pump had cracked. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.